Event description:
Patient was receiving prbc's (packed red blood cells). Prbc's completed and rn (registered nurse) went to flush line with ns (normal saline) and noticed the tip of the syringe broken off and IV tubing malformed. Risk closure comments: equipment was not saved, but there were pictures taken.